Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for approximately the past 2 months, when the morphine drug was increased to 6.3, 6.9, and 7.3, the patient started feeling tired. The patient informed the physician that she was falling asleep. The physician decreased the morphine back to 6.3, and then cut the dosage in half. The patient had an upcoming appointment on ¿(B)(6).¿ the pump system was being used to infuse bupivacaine, baclofen (unknown), and morphine (unknown). Additional information was received from a consumer indicated the patient¿s indication for use was spinal pain. The patient could not find a healthcare provider (hcp) to manager their device and hcp listings were sent. She was requesting locator listings in ohio where her second house was located. Every hcp she had called would not take her. She was very frustrated with the process because she was a chronic pain patient and the thought of what she was going to do if the pain was not managed because she could not find a hcp upset her. The patient mentioned prior issues with locating hcps in the past. The patient was told by her current hcp that she was overmedicated by her prior hcp who went to jail. She left that doctor when she got referred to the hcp who said that the patient was getting overmedicated because of how fast the hcp upped the patient¿s medication (2015) and had so many side effects (nerve twitches, falling asleep instantly and wake up with a twitch and suffered withdrawals from the pump prescriptions). Her prior hcp was upping her ¿2-4% every time she went in¿. Then the patient went to her current hcp who titrated the patient off the morphine and two other medications in the pump and switched the patient to dilaudid. It was noted it ¿took a long time but did resolve 2015(end of)¿. The situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.